Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the patient experienced left sided seroma on (B)(6) 2021, she had bactrim, and unspecified secondary procedure and the issue was resolved, then another episode of seroma on (B)(6) 2021, which the implant was removed and replaced. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the initial reporter: ( manufacturer report number 1645337-2021-01181, has typo error on d2b section. On (B)(6) 2021, additional information received indicated that due to wound infection on the left side, patient had the left implant replaced with another implant with cat#: 3451234, sn#: (B)(6), on (B)(6) 2021. Manufacturer¿s reference number: (B)(4). 2b. Procode: ftr.

Manufacturer narrative:
Per additional information received on october 20, 2022 patient had another onset of seroma on (B)(6) 2021. Patient underwent, secondary procedure on (B)(6) 2020, which resolved the issue. Memoryshape catalog number: 334-1404 serial number: (B)(6), catalog number: 334-1404 serial number: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 28, 2021 mentor became aware that unintentionally missed reporting patients¿ weight and identifier in initial report. Manufacturer¿s reference number: (B)(4). A4 patient weight: 135 lb, and a1 patient identifier: (B)(6).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturers reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with a mentor memoryshape 680cc silicone prosthesis experienced left sided seroma post procedure. As a result, doctor performed incision for the drainage, and the issue was resolved. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.